Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose levels (approx. 40 mg/dl). Customer consumed carbohydrates to treat low levels. Customer's healthcare provider recommended adjusting the pump basal rate to address the issue.